Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient reused single-use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies for peritoneal dialysis on a homechoice device. The patient stated they forgot they needed to use a drain bag tonight and stopped mid therapy and changed the cassette. The technical service representative advised the patient to start over with all new supplies and reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.